Manufacturer narrative:
Investigation: the run data file (rdf) was reviewed for this run as part of an internal study.it was identified in the rdf that the patient weight and height may have been enteredincorrectly, resulting in an unreasonable body mass index. Such a data entry error can lead to, insome instances, an over infusion of ac or a hypervolemic or hypovolemic condition if the error isnot identified and corrected by the operator. There has been no indication that such an eventdid occur with this procedure.this issue was identified during an internal evaluation of available run data files. No on-siteservice was performed.one year of service history was reviewed for this device with no issues related to the reportedcondition identified.root cause: the root cause has been determined to be a user interface issue.correction: optia field action 24 has been initiated to correct this issue by releasing a safetynotification to all optia users to express the importance of entering the correct patient data andfollowing the operator's manual and on-screen prompts. Corrective action: an internal CAPA has been initiated to address incorrect patient dataentry. The field action referenced above will address this issue by updating all optia devices in thefield to software version 11.3. This software version will allow the optia device to determine ifentered patient height and weight combinations are feasible.

Event description:
An internal investigation was performed of events in which an operator may have incorrectlyentered patient data, creating an unreasonable body mass index (bmi). This event wasidentified during the internal investigation, not reported by the customer, therefore patientoutcome is not available.this issue was identified internally. There was no adverse event reported, therefore, patientidentifier, age, and gender are not reasonably known. Patient weight was obtained from therun data files that were analyzed.entered weight of patient: (B)(6), gentered height of patient: (B)(6), calculated bmi: (B)(6), protocol performed: therapeutic plasma exchange.

Manufacturer narrative:
This report is being filed to provide additional information. Terumo bct has followed up with this customer to provide feedback on the reported condition.